Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced fluctuating blood glucose (bg) levels and an increase in a1c by 1 point over the last 6 months despite consistent changes to their pump settings; however, no specific bg levels were provided. Review of pump data by tandem technical support on 05/31/2016 did not reveal any anomalies in pump performance. No further information was provided on the reported event.